Event description:
Information received from the field notes that the patient was going in and out of atrial flutter and the device was telemete ring improper diagnostic data concerning the mode switching function.